Event description:
Procedure: gastrectomy. According to the reporter, the surgeon stated the blue rubber on the bladeless trocar tore and come off while in use. Blue pieces fell in the abdomen and were retrieved. There was no add'l bleeding, no tissue damage and operating room time was only extended by 5 minutes. The device is not going to be returned, it was discarded.

Manufacturer narrative:
(B)(4).